Event description:
It was reported that the patient's generator was replaced and upon generator replacement the high impedance resolved. The cause of the high impedance is not known to date and not enough information has been received to date to conclude that the high impedance was not related to a lead fracture, due to the length of time the lead has been implanted. The nurse at the facility indicated that the impedance was within normal limits prior to replacement when the generator was turned on and when the output current was lowered the impedance value was high. The explanted generator was reportedly discarded. The possibility of a micro-fracture or lead discontinuity cannot be ruled out to date. No further information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator and that the patient was sent for x-rays. The patient's generator was disabled due to the high impedance observed. It was reported that the patient's generator was checked multiple times using multiple programming systems and that the physician believed the cause of the high impedance to be a lead fracture. It was reported that there was no known trauma or manipulation that could have contributed to the high impedance and that the patient was very compliant with their vns. Ap and lateral neck and chest x-rays were received and reviewed. The generator was located in the patient's upper left chest per labeling. Based on the images provided, the connector pins could be visualized as fully inserted and the filter feed through wires appeared to be intact. Due to the quality of the images it was unable to assess whether the lead was routed in front of or behind the generator. No sharp angles or fractures were identified in the visible portions of the lead. The cause of the patient's reported high impedance could not be determined based on the images provided. However, the presence of a micro-fracture and/or lead discontinuity could not be ruled out. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The explanted device has not been received for analysis to date.

Event description:
The generator was received for analysis. Product analysis for the generator was completed and approved. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found.